Manufacturer narrative:
Based on the claim against the product by the customer noting issues with arm 4, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on site and troubleshot the issues with arm 4. The system has been serviced and verified for use. No issues were found during test drive. Similar issue occurred in another case (patient identifier (B)(6)), and fse replaced the suspected universal surgical manipulator (usm). Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, analysis is in progress. Follow up MDR will be submitted with analysis findings. The complaint regarding issues with arm 4 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted endometriosis resection procedure, site had issues with arm 4. When the surgeon tried to articulate the arm by suturing or getting the arm into position, it would resist and then bounce away from what it was doing. The site continued with the case and using arms 1, 2, and 3. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.